Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: the battery compartment was cracked at the threads on the side, and below the grip pad. The returned battery cap threads were stripped. The returned battery cap was unable to fit and a test battery cap was used for testing. Moisture was found in the battery canister. A leak was found in the battery compartment. The pump cover was removed to find moisture on the internal components. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the threads were damaged, and there was moisture. This report is made based on results of investigation completed on 06-dec-2017.